Manufacturer narrative:
One device was received for evaluation. Functional testing was able to duplicate the reported downstream occlusion (dso) failure. It was determined that the dso sensor and seal was the root cause. The dso sensor and seal were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was a reported there was a downstream occlusion (dso) failure. There was no patient involvement.